Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet, with fingerstick-confirmed blood glucose reaching 513 mg/dl and fluctuating at high levels for multiple hours despite recent cartridge replacement and adequate insulin delivery reported by the user. Symptoms included hyperglycemia. Outcomes included self-management with backup subcutaneous insulin injection and no need for professional medical intervention or hospitalization. Investigation included customer interview, therapy and use review, and device data log review coordination. Investigation of this case revealed no evidence of device malfunction based on reported use, with contributing factors unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.